Event description:
It was reported that the patient presented for an implant procedure. During the attempt to position the lead at the left bundle branch, it was noted that the screw helix tip was damaged. The lead was exchanged during the procedure. There was no consequences to the patient.